Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens but the capsule bag was unstable. The lens was removed within the same surgery with no pt injury, no incision enlargement. A different type lens was implanted and the lens was sutured into the capsule bag. No vitrectomy performed. The reporter stated the event was due to a previous pt condition and was not lens related.

Manufacturer narrative:
No lens malfunction.